Manufacturer narrative:
As alleged, an air leakage was noted in the inner package of the ventralight st mesh package when it was opened for a case. The subject device was discarded as it was contaminated with the patient¿s blood. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records shows product was made to specification. Addendum: h11: this supplemental MDR is submitted to correct the initial reporter details. Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fileds: e1, e3. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a hernia surgery procedure, when the inner packaging was opened to take the ventralight st mesh, it was found that there was an air leakage in the inner packaging. It was reported that the surgeon worried about the risk of contamination and did not use the product. When the surgeon took out the mesh, the gloves were contaminated with the patient's blood and then disposed of as contaminated garbage. It was reported that there was no damage in outer package.

Manufacturer narrative:
As alleged, an air leakage was noted in the inner package of the ventralight st mesh package when it was opened for a case. The subject device was discarded as it was contaminated with the patient¿s blood. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records shows product was made to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a hernia surgery procedure, when the inner packaging was opened to take the ventralight st mesh, it was found that there was an air leakage in the inner packaging. It was reported that the surgeon worried about the risk of contamination and did not use the product. When the surgeon took out the mesh, the gloves were contaminated with the patient's blood and then disposed of as contaminated garbage. It was reported that there was no damage in outer package.